Event description:
It was reported that the catheter was cut off and the procedure could not proceed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no relevant findings identified in the device history record (DHR) review. One returned sample was received in used conditions without its original packaging. Visual inspection was performed at a distance of 12 to 24 inches and normal conditions of illumination and it was observed there was a catheter piece was found trapped in the sleeve. A destructive test was performed on one sample that was taken from the manufacturing process, then a catheter piece for the correspond model was inserted and manipulated in order to pull the catheter to attempting reproduce the failure mode. It was necessary keep the sleeve on the bottom of the tube to remove the catheter without damage; when the catheter was just pulled allowing that the sleeve ascend, a catheter piece was kept trapped in the sleeve. Actions are not required because the root cause could not be determined or attributed to the manufacturing process. However production personnel was notified by quality engineer as awareness of the defect reported by the customer.